Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device has not been used in the treatment or diagnosis of the patient. The returned sample met specification as received. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was involved in an incident in which a swab caught fire while activating the unit. No further information is available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.